Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that bleeding of less than 300cc occurred event though end tones, indicating a completed seal cycle, were heard. Clips were used to stop the bleeding. The tissue was described as thick mesentery by the colon. The procedure was delayed by more than 30 minutes. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.